Manufacturer narrative:
Device evaluation: only lens was received and no cartridge received. Since cartridge was not returned, product testing could not be performed. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Gender/ sex: unknown, information not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): complete UDI # is unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown as lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cartridge malfunctioned and damaged the lens. Bottom of cartridge broke. No further information provided.